Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that no change in the patient's activity level led to the ins movement and stimulation in the wrong location. The pocket the device was in the skin was too big and the device was moving in (B)(6) 2015. The steps taken to resolve the event was that the patient was having surgery on (B)(6) 2015 to fix the device placement. The device was working and it just needed to be secured better under the skin. It was further clarified by the consumer that the ins was repositioned on (B)(6) 2015 and they made a smaller pocket. The ins was flopping around and lying sideways before the revision. Since the revision, the patient experienced a loss of stimulation sensation. The patient made sure the therapy was turned on, turned it up to about 5.0v, and still did not feel any stimulation sensation. The patient also had a loss of therapeutic effect and still had urgency. The therapy was helping somewhat, but the patient lost some therapeutic effect. The loss of stimulation was gradual and the patient felt the stimulation intermittently at first, but now was not feeling it at all. No trauma or falls were related to the issue. The patient notified their managing health care provider's (hcp's office of the loss of stimulation and they were told to contact the manufacturer representative. The patient would have an appointment on (B)(6) 2015 with the hcp's office.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0uu7g, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that it felt like their device flipped over and was no longer laying flat. The patient also needed stimulation in different areas of their bottom on the left side. Additional information received reported that the implant was moving around, twisting, and that it didn't lay flat. It stuck out at an angle. It hurt. Stimulation had also changed to her butt cheek and inner leg on the right side. Stimulation was in the anal/rectum area. No falls/trauma were related. This occurred in (B)(6) 2015. Relevant medical history included bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address this event and if the issues were resolved. This event will be updated if additional information is received.